Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology when connected to the infusion/transfusion line. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, when the infusion or transfusion line was connected to iagbc, blood leaked from the connection.".

Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge insyte autoguard blood control unit from an unknown lot. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a crack that started at the end of the luer adapter and ran to the mid point on the adapter. Next, a water/air leak test was performed and the engineer observed leakage coming from the crack. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the production process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology when connected to the infusion/transfusion line. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, when the infusion or transfusion line was connected to iagbc, blood leaked from the connection."